Event description:
It was reported that video system center had unit not working and lamp intensity error e107 and lamp error e105. The issue was identified during device inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.